Manufacturer narrative:
Device evaluation indicated that the device the complaint of the charging issue could not be determined as the device exhibited typical explant damage. In the lab, the depleted ipg was charged fully in one cycle, and regained its functionality. This result attested that the device is capable of being charged fully under a proper charging method. The battery depletion rate without program running was with the range. However, after the explant procedure the ipg exhibited excessive battery depletion and sleep current leakage. Vh node impedance measured low. These are the typical symptoms of the analog ic-u1 damage due to exposure to high-voltage transients, causing internal shorts in the components. It was reported that electro-cautery was used during the explant procedure.

Event description:
A report was received that the patient had difficulty charging and maintaining a charge. The ipg no longer turned on since the patient had the non-device related surgeries wherein electrocautery was used. The patient underwent ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging and maintaining a charge. The ipg no longer turned on since the patient had the non-device related surgeries wherein electrocautery was used. The patient underwent ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))